Manufacturer narrative:
(B)(4).the technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the analog interface (ai) printed circuit board (pcb).

Event description:
Report received of error code which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.